Event description:
Boston scientific received information that during the elective procedure to replace this device, the associated leads were stuck in the device header. The leads were cut and surgically abandoned. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection noted all four seal plugs were missing. Setscrew capture washers on all four terminal blocks are distended (outward bent). This is usually the result of setscrews being backed out too far. This can be caused by use of an improper wrench (broken, inappropriate or non-boston scientific). The header is also loose from the can. Microscope visual inspection did note signs off silicon to silicon bonding. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
The device was subsequently returned for testing. This product issue will be updated when evaluation is complete.

Manufacturer narrative:
The device was not returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. No other adverse events have been reported. This product issue will be updated if additional information is received.